Event description:
Received a report of a bloodleak on an 8th use f80b dialyzer estimated blood loss 230cc. No medical invervention required. MDR filed due to bloodloss only. Sample is available for examination.